Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3003853072-2018-00067.

Event description:
It was reported that the threads of two blockers were damaged during surgery. They were removed and replaced with alternative blockers to complete the procedure without reported patient impacts. This is report one of two for this event.

Event description:
It was reported that the threads of two blockers were damaged during surgery. They were removed and replaced with alternative blockers to complete the procedure without reported patient impacts. This is report one of two for this event.

Manufacturer narrative:
UDI number: (B)(4). The returned blocker was evaluated. The inner threads were damaged in a manner consistent with using an incorrect instrument during the installation and/or final tightening steps. The outer threads were damaged in a manner consistent with cross-threading the blocker with the mating pedicle screw. The cause is attributed to unintentional use error. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions for proper device usage, including installation and final tightening.